Manufacturer narrative:
Additional information was received on april 4, 2023. Replacement with mentor smooth round moderate profile 375cc saline prostheses was performed with explant. The capsular contracture was baker grade IV. The patient's condition is improved. The mentor failure analysis lab received the device for evaluation on april 20, 2023. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had four creases/folds distributed in both views to the shell in the returned device. In addition, two (2) tears (tear a and tear b) were found extending from the anterior view to the posterior view, measuring approximately 1.5 and 3 cm, respectively. Leak testing was performed, according to mentor procedures, and it identified five (5) tears within the creases/folds, tear c and d on the anterior view, and tear e, f, and g on the posterior view, measuring 0.2 cm, 0.3 cm, 0.3 cm, 0.2 cm and 0.2 cm, respectively. In addition, an area of missing material was observed on the posterior view with shell abrasion on the edges, measuring approximately 0.3 x 0.2 cm. Microscopic examination was performed on the edges of tears a and b, and the missing material, and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of tears a and b, indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The evaluation determined that the cause of tears c, d, e, f, and g is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. The evaluation determined that the cause of the area of missing material is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/deflation. Future explant date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round spectrum 375cc saline prosthesis experienced spontaneous right sided deflation and capsular contracture (baker grade unknown) post procedure. The issues were diagnosed through mammography. As a result, explant is planned for (B)(6) 2023.